Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. Omsc reviewed the manufacturing history of the facility owned uhi-4 and confirmed no irregularity. The user reported that the subject device had not affected the patient¿s condition. Omsc surmised that there was no abnormality of the subject device. Omsc tried to obtain detailed information, however there were no further details provided. Therefore, the exact cause of the reported event could not be conclusively determined. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject uhi-4 was not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inguinal hernia repair with the uhi-4, the value of the cavity pressure indicator of the subject device temporarily fluctuated. The user continued and completed the procedure by using the same uhi-4. After the procedure, the user found the subcutaneous emphysema on the patient and followed up the patient. There was no report of the patient injury other than above.